Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy for almost a year . Patient system was interrogated and found to be inoperable as the patient had failed to charge the battery. To address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively .